Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A clinical consultant reported a hemodialysis (hd) patient was running on 5008x hdf treatment and a blood leak was detected. The blood leak was confirmed with a test strip. The patient utilized a coral 80 dialyzer. The patient was moved to another location for hd treatment and no additional issues were noted. The patient was noted to have hematocrit (hct) in the high 30's. The estimated blood loss (ebl) was unknown. Additional information was requested but was not received to date.

Event description:
A clinical consultant reported a hemodialysis (hd) patient was running on 5008x hdf treatment and a blood leak was detected. The blood leak was confirmed with a test strip. The patient utilized a coral 80 dialyzer. The patient was moved to another location for hd treatment and no additional issues were noted. The patient was noted to have hematocrit (hct) in the high 30's. The estimated blood loss (ebl) was unknown. Additional information was requested but was not received to date.

Manufacturer narrative:
Plant investigation: the reported complaint was not confirmed as the complaint device was not returned for manufacturer evaluation and the lot number was not provided. An investigation of the device history records (DHR) was unable to be conducted by the manufacturer. A definitive conclusion regarding the complaint incident cannot be reached without physical examination of the actual device. Therefore, the complaint is not confirmed.